Event description:
During a remote follow-up, episodes of under-sensing were observed on the device. No intervention has been performed at this time. The patient was stable with no consequences and will continue to be monitored.